Event description:
During a demonstration with a sterile outback catheter, the cannula would not fully retract. The lumend representative attempted to fully retract the tip by pulling on the cannula and pulled the locking cap off the proximal end of the catheter. The catheter had not been flushed prior to the demonstration. The catheter was not used in a patient. The product was returned for analysis. The locking cap was pulled off the rhv allowing the cannula to be retracted out the proximal end of the catheter. It was noted that the rotating luer cap was disengaged from the proximal assembly. Per analysis, exerting excessive force on the cannula, without flushing it first, can result in the unsnapping of the locking cap from the rhv. This will not occur if the catheter is properly flushed according to the instructions for use. The cap was snapped back on during analysis and the catheter was found to be in correct form and function. In this case, the instructions for use (IFU) were not followed and user mishandling caused the reported event.